Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had pump error alarms on insulin pump and also experienced high blood glucose of 404 mg/dl. Customer was unable to complete pump rewind. Customer did not want to troubleshoot for high blood sugar. Explained insulin pump will need to be replaced. Advised to revert to backup plan. The product was returned for analysis.

Manufacturer narrative:
No relevant alarms following pump error except pump error. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No display anomalies or vibration anomalies noted during testing. Pump error alarmed during testing and was present in the insulin pump history file. Problem isolated to all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.